Event description:
It was reported that exchanging the controller resolved the alarms.

Manufacturer narrative:
B5: additional information. D9: product return information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was submitted (B)(4) downloaded (B)(4) for review that showed overlapping events spanning approximately 6 days (B)(6) 2024, 01jan2000 per timestamp). Backup battery fault alarms due to the backup battery not passing the load test were active from (B)(6) 2024 at 23:40:02. The backup battery was unable to pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded. Pump operation was not affected by these alarms. The driveline was disconnected on (B)(6) 2024 at 14:52:12 for a system controller exchange. There were no other notable alarms active in the log file. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated a mock loop for an extended period during testing and no issues or alarms became active. Afterward the log file was reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. Additional information provided on 26sep2024 stated exchanging the controller resolved the alarms. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action investigation was initiated to investigate backup battery fault alarms further. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient experienced a backup battery (ebb) fault on (B)(6) 2024. The patient's equipment was exchanged, and they were issued a new controller (B)(6). Log files were sent for review. The log file began capturing ebb faults on (B)(6) 2024 due to the ebb failing the load test. It was unsure what the patient was doing at the time of the alarm. The controller is typically carried in their bag. The controller was to be returned. It was additionally noted that this patient had a previous controller exchange due to ebb faults on (B)(6) 2023. On (B)(6) 2024, they were issued a new ebb, due to the fault not resolving with reseating. An additional ebb reseating was performed on (B)(6) 2024 following an ebb fault which resolved the issue. MFR#: 2916596-2024-06294 (previous controller exchange).